Event description:
It was reported that the patient had a spinal cord stimulator with a four point paddle, but only three points were working. His pain level had gone up and he wanted more pain coverage. The patient was considering a new paddle. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 3708340 serial# (B)(4) implanted: (B)(6) 2008 explanted: na, programmer model 37742 serial# (B)(4), accessory model 37752 serial# (B)(4), lead model 3587a lot# l70472 implanted: (B)(6) 1999 explanted: na.